Event description:
During a ptca/stenting procedure, the liberte' monorail stent delivery system became stuck on the wire and the tip dislodged. The lesion being treated was in the rca. The liberte' monorail stent delivery system became stuck on the choice pt wire outside of the touhy. The liberte' monorail stent delivery system was pulled off of the wire and the tip dislodged, remaining on the wire. The tip was then removed; the wire was wiped down and another liberte' monorail stent delivery system was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is listd as "okay".